Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
Impedance values were high and the patient experienced a loss of stimulation. The lead was replaced. Upon removal damage was observed 15 cm from the tip. The patient outcome is unknown. Further information is being requested at this time.